Manufacturer narrative:
H10, h3, h6: part of the reported device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No suture or anchors were returned. The depth indicator button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip functioned as designed. An analysis of the enclosed image shows the distal portion of a fast fix device. The suture without anchors is visible and is detached from the device. Based on the condition of the product material found during visual inspection no breakage of the suture could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A review of the suture material specification documentation found a material certification is required with each lot. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during use, the suture of the "fast-fix 360 curved needle" broke. A backup device was available to complete the procedure. There were no procedural delays and no patient injuries or other complications were reported.